Event description:
New information that was provided indicated that the noise episodes resulted in over-sensing and that the sensibility as modified in order to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise on a the ventricular lead was reported. Additional information was requested but is yet to be provided. The patient was stable.